Event description:
A caller reported an issue with the incorrect time setting on their device. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation, acknowledging to follow up if the time discrepancy occurred again.